Manufacturer narrative:
Batch review performed on 22 dec 2025. Moto partial knee 02.18.003lm moto medial femoral component s3 lm (k162084) lot 2106602: (B)(4) items manufactured and released on 14-jul-2021. Expiration date: 2026-jul-04. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Moto partial knee 02.18.if2.09.lm moto medial tibial insert s2 lm - h9 (k162084) lot 2011113: (B)(4) items manufactured and released on 04-jan-2021. Expiration date: 2025-dec-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Moto partial knee 02.18.tf2.lm moto medial tibial tray s2 lm (k162084) lot 2013288: (B)(4) items manufactured and released on 18-mar-2021. Expiration date: 2026-mar-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At3 years 9 months from the primary, the patient came in presenting pain, and the cause is unknown. The surgeon converted the moto partial knee togmk-spherikatotal knee replacement and resurfaced the patient`s natural patella. The surgery was completed successfully.